Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that external grommet was not correctly placed. The fse replaced the grommet with a new helium tank. The unit passed all functional and safety tests as per manufacturer recommendations.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported.